Event description:
It was reported that during an angioplasty treatment procedure, a shaft was broken the 90% stenosed target lesion was located in a tortuous and calcified left anterior descending artery (lad). The 2.25mm x 15mm maverick balloon catheter was advanced into the patient and during the procedure the catheter shaft broke. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: there was a complete separation of the hypotube. The hypotube separation was 63 cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).